Event description:
It was reported that the patients right atrial (ra) lead was exhibiting high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model d154awg, ICD, implant: (B)(6) 2009. (B)(4).